Event description:
Edwards received information that a 25mm bioprosthetic mitral valve was disabled after an implant duration of one (1) year and two (2) months due to severe stenosis. A non-edwards valve was implanted using the valve in valve procedure. Per obtained medical records, pre-op tee revealed posterior leaflet restriction. The patient was found to have one leaflet that was not mobile and evidence of severe mitral stenosis. The patient was hemodynamically stable at discharge on pod #8.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a planned tmvr procedure to disable a 25mm bioprosthetic mitral valve after an implant duration of approximately one (1) year and two (2) months due to severe stenosis. Tee revealed posterior leaflet restriction and no significant regurgitation.